Event description:
Reporter stated that patient had received a low blood glucose value (result not provided), while using the suspect device. Reporter indicated that, based on the value, patient ate a large amount of food. Four hours later, patient began feeling ill and subsequently lost consciousness. Reporter stated that patient was transported to the hospital, where his blood glucose measured >250mg/dl. Reporter stated that the patient received no medication or treatment; however, he underwent various tests (types not provided) to ensure that he was well. At the time of the report, the test strips in use at the time of the event had been discarded.